Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updsated should further information be provided.

Event description:
Boston scientific received information that this associated cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent loss of capture (loc) and noise being oversensed resulted to asystole greater than 2 seconds. The health care professional (hcp) noted noise in non-sustained episodes on right ventricular (rv) which resulted to asystole greater than two seconds. Rv lead measurements looked stable. Further, boston scientific technical services (ts) reviewed presenting electrogram (egm) and confirmed loc based on lack of deflections on left ventricular (lv) egm and isolated noise in 2 most recent sustained episodes. Ts discussed that the 2 most recent atr¿s that were captured at the end of an lv threshold test. Furthermore, the patient was brought into clinic and the physician programmed threshold to 0.9v at 2ms. Ts discussed troubleshooting measures. Additional information was received that the cause was not determined and they selected new lv pacing vector. At this time, the device remains in service. No adverse patient effects were reported.